Manufacturer narrative:
(B)(4).

Event description:
(B)(4). The dentist reported 3 months after the dental implant was installed in intraoral region #5. It was verified its non osseointegration. A 45 ncm of primary stability was achieved and immediate load was not performed.